Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned because there was no harm caused by this problem to the patient and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(6). (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device is iris touching. Additional information was requested.